Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and weight within specifications. Cloudy was observed after autoclave disinfection process and device appearance (there are spots that appear to be a blue pencil on the surface of the device, as the device was explanted, it is not considered a defect). Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii/IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a left side capsular contracture baker grade iii/IV. Device remains implanted.